Event description:
It was reported that the device was found to be in back-up vvi mode with defib therapies off. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found no communication upon receipt. The device was found to have a low battery voltage and longevity estimations were found to be outside normal limits. Review of diagnostics obtained from the field found that the device had gone into hwvvi mode due to a power-on reset (por). The battery was sent to the manufacturer for further evaluation. Analysis found an internal short in the battery which resulted in the early depletion and the reset observed in the field.